Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please confirm the specific number of patient events: 3. Have any of these events been previously reported to ethicon? No for each patient event please provide: event date -(B)(6) 2021. Patient demographics (initials/ID, age or dob) - na, na, na. Procedure - plastics, general, general. Event description - needles are falling off pop off¿s before use is over. Was there any adverse patient outcome? No. Device return status: na, told them to hold & red bag any other products that continue to not meet quality. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance related to the reported complaint condition were identified. Note: events reported via 2210968-2021-07463, 2210968-2021-07462 and 2210968-2021-07464.

Event description:
It was reported that a patient underwent a plastic surgery on (B)(6) 2021 and suture was used. During the procedure, the suture got detached from the needle. There were no patient consequences reported. Additional information was requested.